Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: linear st trial lead kit 70 cm.

Event description:
A report was received that a trial patient was experiencing pain at the lead site. The patient underwent an early lead pull.